Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement.

Event description:
Customer called experiencing error code 200.5040 on their 8300 (sn: (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8300. Failure mode: troubleshooting/ error codes. Case resolution: informed customer this is due to a software conflict, and they will need to reflash their 8300. After remoting into customer computer, I assisted with mapping the flash package to systems maintenance. Customer was unable to flash unit at that moment. Customer will flash the units software and call back if other issues are experienced. Ended call.